Manufacturer narrative:
The reported field events of noise and high capture threshold were confirmed. A partial distal portion of the lead measuring 42.3 cm was returned for analysis. Internal insulation abrasion was noted from 3.4 cm to 4.1 cm from the distal tip, consistent with external forces. All other damage found was sustained during surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise and high capture threshold. The impedance measurement was normal and within range. No intervention was performed and the patient would continue to be monitored.

Event description:
New information reported that the right ventricular lead was removed and replaced on (B)(6) 2019. During the procedure where electrocautery was used, the pacemaker lost telemetry. When telemetry was re-established, a message stating that the device had reached its elective replacement indicator (eri) displayed, even though the battery voltage was above eri. The pacemaker was replaced. The patient was discharged post-procedure. Related manufacturer reference number: 2017865-2019-08746.